Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation hurricane rx dilatation balloons was used in common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon burst when inflated to 4mm and resulted in the balloon leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.